Event description:
It was reported that the patient's blood glucose levels reached 22.8 mmol/l (410.4 mg/dl). The pod was worn between 49 and 71 hours on the back. It was noted that the cannula was bent upon removal of the pod and there was a hole in the cannula as well. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent upon removal of the pod and there was a hole in the cannula as well. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would contribute to the reported events.